Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The motor stall had been resolved. The pump was explanted and replaced with a new pump and tubing on (B)(6) 2020. The patient¿s weight at the time of the event was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen (baclofen) at 1,206.6 mcg/day. The reason for use was not reported. It was reported that the patient came into the ER with their pump alarming. Caller states in the logs the pump reads a motor stall occurred at 11:39pm on (B)(6) 2020. Caller states the patient was at home with no emi/magnetic exposure. They reviewed motor stall considerations with caller and reviewed getting in contact with the managing physician of the pump to facilitate the replacement. Emergency room (ER) hcp stated they plan to not put the pump in minimum rate/supplement the patient because the managing physician plans to see the patient tomorrow. The hcp is admitting the patient into the hospital today/tonight so they can manage the patient if he starts to go through withdrawal symptoms. They emailed over lioresal emergency procedure card to prepare for situation. There were no further complications reported/anticipated.